Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-01108. It was reported the patient's leads located at the l4 vertebral level migrated. Additionally, stimulation for one of the leads was disabled. Surgical intervention was undertaken and the lead was removed and replaced. Postoperatively, the patient is reportedly receiving effective therapy. It is unknown which lead located at l4 was replaced, therefore both lots are being reported.